Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42's. Additionally, the pump battery depleted normally causing the pump to shutdown. Subsequently, the customer's blood glucose was >500 mg/dl which was addressed with a manual injection. Customer continued to use the pump for insulin therapy.